Event description:
Customer reported receiving a reading of 125 mg/dl on her adc meter which was lower than a reading of 257 mg/dl obtained on an unspecified hcp meter. Customer reported that all readings were received within 10 minutes of each other and on the finger. As a result the customer reported experiencing symptoms of "blurred vision and dizzy". It was further reported that customer self-presented to a doctor's office where she was diagnosed with hyperglycemia, had "blood work" performed and treated with glyburide 5 mg that was new not previously prescribed medication. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values is considered to be clinically significant. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. (B)(4).